Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A manual injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.